Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a positive provocative test was done and the observed noise on the ra lead was recreated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.